Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a ¿sensor already in use¿ notification when attempting to pair a freestyle libre 3 plus sensor with the ilet after initially scanning the same sensor with the libre application, which rendered the sensor unavailable for use with the ilet. Symptoms included no reported adverse events. Outcomes included no reported impact on health or medical care. Investigation included customer support troubleshooting and use education regarding one-device-only sensor pairing. Investigation of this case revealed that the sensor was paired first to another device, which prevented pairing to the ilet as designed. It was concluded that the device functioned as intended and that the event was due to use error related to sensor pairing workflow.